Manufacturer narrative:
The impella cp and 14fr introducer sheath were not returned for evaluation, as they are currently being held in the complainant's risk management department. Therefore, to date, no analysis can be performed. It is unclear at this point if the artery and any abnormalities of patient anatomy in the vascular bed could have contributed to the blood loss and noted "deformed" sheath. Furthermore, it is unclear if patient habitus could have contributed to the issue. Of note in the IFU there is a warning to observe for obesity and severe peripheral arterial obstructive disease before initiating the procedure, as obesity and pvd are factors that can prevent successful placement of the impella catheter. The patient involved in this event was documented to be obese. The physician had noted resistance which could have been a sign of pvd. The manufacturer will continue to investigate this complaint and all reasonable sources of information. Upon release and return of the device an evaluation and investigation will be conducted and the ensuing conclusions will be reported in a supplemental medwatch report.

Event description:
Complainant reported that on (B)(6) 2016 a (B)(6) obese female was being treated for cardiogenic shock and an acute anterior mi in the cath lab. She was noted to need the vasopressor, levophed, to maintain a systolic blood pressure above 90mm hg, and her anticoagulation was regulated by IV infusion of angiomax. The physician completed his angioplasty of the left anterior descending artery and had slow flow, concurrent with the cardiogenic shock, which prompted the decision to place an impella cp for support. The physician did the recommended serial dilations utilizing an 8 then 10 then 12 french dilator to prep the artery for installation of the 14fr oscor sheath. The sheath was placed. When the physician attempted to insert the impella cp through the 14fr sheath there was resistance felt and blood was flowing back from the sheath and a hematoma was forming at the insertion site. The team examined the groin and sheath under fluoroscopy and noted that the sheath had deformed. The decision was made to remove the sheath. Two staff members applied manual pressure to achieve hemostasis. The manual pressure was stopped and the femostop (manufactured by st. Jude medical/abbott) was placed prior to discharge from the cath lab suite and transfer to the ICU for continued monitoring. The groin was resolving at the time and noted to be "soft". The complainant monitored the patient in the ICU for 4 hours and then chose to begin the weaning of the femostop . Five minutes after the femostop was removed the patient again had a spontaneous and significant blood loss from the arterial access site and hypotension. The patient was taken to the operating room for a vascular repair. The repair was an interposition graft performed by vascular surgery. The post-operative recovery was a good one and the patient was discharged home with no permanent damage.